Event description:
During a coronary stent procedure of a tortuous and calcified lesion, that had not been pre dilated, the physician was able to advance the delivery/stent device about halfway to the target lesion before he was unable to advance any further. While attempting to remove the delivery/stent device, the stent dislodged from the delivery device. The stent was located and deployed (not at the target lesion) in the proximal rca with a balloon catheter. The physician then went down with another express2 stent. The delivery/stent device was advanced through the first stent and to the target lesion, while pulling back to position, the stent dislodged. The stent was located and deployed (not at the target lesion) with another balloon catheter. The target lesion was finally stented with another manufacturer's stent. Patient status is listed as "okay".